Event description:
Patient had stenosis in left common femoral. Intravascular ultrasound was performed and images taken and measurements done - lesion was predilated with a covidien evercross 7mm x 20mm x 80mm balloon and then an abbott absolute pro self expanding stent 7mm x 20mm x 135mm was deployed and platform removed. Covidien evercross 7mm x 20mm x 80mm balloon was re advanced for post dilation and during this process the stent migrated into the aneurysmic part of vessel, just distal to location of stent placement. This balloon was removed and a larger evercross balloon--6mm x 30mm x 80mm was placed inside the stent and inflated to attempt to expand stent to size of vessel, a larger evercross balloon 8mm x 30mm x 80mm was placed inside the stent to continue to attempt to expand stent to size of vessel. Stent expansion was suboptimal and vessel size not obtained. Cardiovascular surgeon was in department and consulted about options of treatment. An abbott absolute self expanding 7mm x 30mm x 135mm stent was then placed in location where previous stent migrated from. Deployment successful and post images obtained. Another surgeon was consulted for stent migration, and because surgery is needed for newly occluded sfa/popliteal which had been identified at start of the procedure during diagnostic angiogram that surgeon plans to take the patient to operating room on (B)(6) 2015 to do a fem/pop bypass and at this time will remove migrated stent. Patient has no vascular compromise and tolerated procedure well.